Event description:
Item was sent in for surgery case in (B)(6). Upon opening the box, the liquid bottle was found to be broken. No damage detected at the external box.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.